Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas, to report there is no loss of prime alarm. After completes the prime and fills the cannula, the animas pump system is not filled with insulin. In addition, the display was dim and the date and time kept resetting with each battery change. These issues were not resolved. Animas made several attempts to contact the patient but was not successful. This complaint is being reported due to the unresolved issues. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.